Event description:
An mst dfh-0008, 23g, hoffman/ahmed micro-scissors malfunctioned during surgery. (B)(6) surgical operating room nurse, present during surgery reported that there was no pt impact. (B)(6) stated that the surgeon performed a "small" iridotomy and when the scissors were being removed from the eye, one of two blades fell back into the anterior chamber. The surgeon was able to remove the blade.

Manufacturer narrative:
The product did not show signs of corrosion and there was limited discoloration of the scissor shaft. The surfaces were coated with a clear dried residue. The distal end of the cannula was deformed after 7 months of use which can indicate the scissors were used to cut very hard materials and heavy/prolonged use.